Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of damage to the cables connected to the controller was unable to be confirmed. The heartmate 3 system controller (s/n: hsc-115002) was not returned for analysis. No alarms were associated with the event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that, while the patient was in the clinic, damage was found on the cables connected to the controller. The controller and pump functioned normally. A warranty replacement request was made.